Manufacturer narrative:
A device history record (DHR) review was completed for lot number 16e0824. There were no manufacturing issues related to the complaint issued for this lot. There were no samples received with this complaint therefore an examination of the defect could not be made. The defect could not be confirmed. This complaint will be considered unconfirmed. The root cause of the reported issue could not be identified with no sample and limited information received. A possible root cause for the odor could be mistaken for the strong odor of saline and plastic from the syringe. A possible root cause of the cloudiness could have been due to the opacity of the syringe plastic. As the complaint is unconfirmed and a root cause could not be identified, no corrective action is planned at this time. If additional information or samples are received, the investigation will resume as needed. This complaint will be used for trending purposes.

Manufacturer narrative:
An investigation is currently under way; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a saline syringe. The customer states the solution looks cloudy. When they poured out the solution, the customer noticed some small particles it has an alcohol-like odor.